Manufacturer narrative:
The device was not returned for evaluation. The device was administered on a covid positive patient in isolation thus the device is not available for return. Without return of the unit it is not possible to determine if some damage or defect existed on the unit that could have contributed to the event. It is not known if some procedural factors may have contributed to the event. The lot number was not provided thus a device history record was not reviewed. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis and any excursions above the control limits are assessed and documented as a part of the monthly review.

Event description:
It was reported that while using this flotrac and hemosphere, the co values were up to 18 l/min, the ci values were up to 9, and sv were up to 180s+. Flotrac monitoring switched to a second hemosphere but the values remained elevated. Flotrac then switched to ev1000 but the values remained elevated. There was no patient injury reported.